Manufacturer narrative:
Device not returned.

Event description:
It was reported that a cartridge change error occurred. The customer reloaded the cartridge to resolve the issue. Additionally, it was reported that the customer experienced low blood glucose (bg) level of 40 mg/dl. Reportedly, the customer over-estimated how much insulin was needed when delivering a correction bolus to address an elevated bg level of 205 mg/dl. Customer consumed carbohydrates to address bg. Recommendation was made to consult with a healthcare provider to discuss diabetes management.